Event description:
The customer reported that the main power cord overheated at the female end where it meets the male a/c socket on the pm78-1 power module of the infant intensive care system. The power cord and male socket had melted spots on them. No injuries were reported.